Event description:
It was reported that during routine post procedural check, the cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurements, measuring greater than 125 ohms. The physician and clinic were aware and had been monitoring the right ventricular (rv) lead. Subsequently, additional information was received the patient recently presented to the emergency department after receiving shock therapy. A device interrogation was performed and upon review, found, code 1005 displayed, indicating an open circuit condition. A review of the data confirmed that the shocks provided were appropriate, but during one episode, undersending the ventricular arrhythmia was observed leading to delay in therapy provided. Additionally, it was noted that the non-boston scientific left ventricular (lv) lead exhibited loss of capture and high capture threshold measurements. The patient was admitted to the hospital where they underwent additional surgical intervention to explant and replace the crt-d device. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported code 1005, high out of range shock impedance measurement, undersensing, high capture thresholds, and failure to capture.

Event description:
It was reported that during routine post procedural check, the cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurements, measuring greater than 125 ohms. The physician and clinic were aware and had been monitoring the right ventricular (rv) lead. Subsequently, additional information was received the patient recently presented to the emergency department after receiving shock therapy. A device interrogation was performed and upon review, found, code 1005 displayed, indicating an open circuit condition. A review of the data confirmed that the shocks provided were appropriate, but during one episode, undersending the ventricular arrhythmia was observed leading to delay in therapy provided. Additionally, it was noted that the non-boston scientific left ventricular (lv) lead exhibited loss of capture and high capture threshold measurements. The patient was admitted to the hospital where they underwent additional surgical intervention to explant and replace the crt-d device. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.